Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR # 2134265-2013-03694. It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. Vascular access was obtained via the left femoral artery through retrograde approach. The 100% stenosed target lesion was located in the severely calcified right superficial femoral artery. A non-bsc 6f guiding sheath was inserted. After a non-bsc guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced however the balloon ruptured at 10 atmospheres on the first inflation. Then, a 2.5mm x 40mm x 146cm coyote es balloon catheter, was advanced and the balloon was dilated but it ruptured at 14 atmospheres on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the coyote es catheter was received inside a coyote es shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed a pinhole aligned with the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. Vascular access was obtained via the left femoral artery through retrograde approach. The 100% stenosed target lesion was located in the severely calcified right superficial femoral artery. A non-bsc 6f guiding sheath was inserted. After a non-bsc guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced however the balloon ruptured at 10 atmospheres on the first inflation. Then, a 2.5mm x 40mm x 146cm coyote es balloon catheter, was advanced and the balloon was dilated but it ruptured at 14 atmospheres on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.